Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and subsequently admitted to the hospital due to a low blood glucose (bg) level of 30 mg/dl due to needing settings adjustments. Reportedly, the customer could not recall treatment received during hospitalization. Customer was released from hospital on (B)(6) 2022. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.